Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the problem happened in the morning when the customer started the system. There was no patient involvement, and no harm or injury was reported to philips. The philips remote service engineer (rse) inspected the confirmed the there is no motorized movement available. A review of the system logfile didn¿t confirm the reported malfunction. Upon further analysis, it was determined that the fru sib box was defective. To resolve the reported issue, the amc units in the l-arm (lower) was replaced. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system did not have motorized movements. No harm was reported. Philips has started an investigation of this complaint.